Event description:
Caller states that she obtained a reading of 155mg/dl on her device. As a result, she reportedly took insulin based on this result. Two hours later, she states that she tested again and received a result of 38mg/dl. She states that she was not feeling normal and that she ate food to elevate her blood glucose. She states she sat down in a chair and passed out. Caller does not report seeking medical attention. She states that she awoke at 3:00am and then fell asleep. Caller reportedly did not retest until the next morning. No controls were reportedly used on the device.